Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Inspection of the pod download data showed that timeouts and drive stalls during operation, contributing to the needle mechanism failing to deploy. The device wan for 39 total pulses before deactivation, of which 29 were in first prime. The pod was reset and reran, and the rerun data did not show evidence of timeouts or drive stalls. Inspection of the needle and drive mechanism components found no evidence of damages or deficiencies that would contribute to the high pulse width w/ drive stall. The cause of the high pulse width w/ drive stall could not be determined.